Event description:
This record is for the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "mastalgia", "rupture", "lesion corresponding to fibroadenoma or papilloma in the medial areolar region" and "reactive lymph nodes". Later healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, h.6.

Event description:
Healthcare professional reported "mastalgia", "rupture", "lesion corresponding to fibroadenoma or papilloma in the medial areolar region" and "reactive lymph nodes". This record is for the right side. The device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "mastalgia", "rupture", "lesion corresponding to fibroadenoma or papilloma in the medial areolar region" and "reactive lymph nodes". This record is for the left side. Device remains implanted, and it will be returned.